Event description:
The customer stated that he was hospitalized due to high blood glucose levels. The patient stated that he checked with two different glucometers. One read 438 and the other 600 mg/dl. The patient also experienced dry mouth. Troubleshooting was performed, and no damage to the drive support cap was noted. The insulin pump passed the prime test, but there was no tubing clamp for the high pressure test. The device was programmed correctly. However, the patient stated that he was having trouble remembering how to bolus, and stated that he needed more training. Advised that the local representative would be contacted for further training. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.